Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was recently changed from ddd to vvi due to atrial pacing induced tachycardia. The physician wanted the device to have tracking mode, and technical services (ts) discussed troubleshooting options and programming considerations. It was noted that vdd would provide tracking, but the patient was in flutter. While the patient was in flutter, the device would be in a mode switch. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.